Manufacturer narrative:
An event of grade 4 mitral insufficiency, tears and holes in the cusps were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, two images were received for analysis. Based solely on the aforementioned photos, one of the cusps of the valve was torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, a 33 mm epic stented porcine heart valve with flexfit system was implanted into the mitral valve. On an unknown date, the patient was diagnosed with grade 4 mitral insufficiency. It is unknown if the patient had symptoms associated with mitral insufficiency. On (B)(6) 2021, the valve was explanted and replaced with another valve. The replacement device information is unknown. During explant, it was observed that there was a layer on the valve, and the valve was sent to the hospital lab to exclude possible endocarditis. It was reported that once the valve was examined in the hospital microbiological department, there was no sign of endocarditis. It was reported that there were tears and holes seen in the valve cusps. The patient history was not available. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.